Event description:
Implant fracture.

Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 15 fractured. Construction was a crown on the implant. Patient sufferd from periimplantitis following bone loss and implant instability material analysis concluded inhomogenous mechanical overloading of the implant and patient related bruxism.